Event description:
It was reported that there was an unknown problem with the implantable neurostimulator recharger (insr). It was later reported that the patient's implant device was not working. She had gone through the confusing booklet to no avail. She was sick of the return of pain and now wanted the device to be removed. It was later reported that the patient called a manufacturing representative (rep) about concerns over recharging her new implant. The rep met with the patient at the physician's office on (B)(6) 2015. The attempted to assist the patient with charging the device but it was too tender to apply much pressure. They initially could not get coupling bars because of the dressing. They tried the antenna locate feature and did get a signal from the implantable neurostimulator (ins). After many attempts he was able to get 4 coupling bars. He verified that the device was not flipped and the recharger was also ok. The stimulator was programmed either 3.5v-4.5v. The patient was a new implant and still had dressing over the incision. The incision still had swelling from surgery on thursday and bandage. After pressing the pocket site he was able to get 4 coupling bars and the patient was able to charge. The reason the patient needed to charge was because the rep that assisted with the implant did not top off the charge on the device before implant and did not know how much battery was in the device. He was hopeful the patient would not go into overdischarge before they could charge the device. No was outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 37752, product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that on (B)(6) 2015, the patient had no stimulation sensation and they were unable to adjust the stimulation. The patient was unable to "et it to work" or charge. The patient last had stimulation during the night prior to the call. Since the stimulation had turned off the patient's pain had returned and they had been in pain all morning. The patient noted they had charged the evening and night prior to the call. They got frustrated and stated that they wanted "the thing taken out". After speaking with the manufacturer representative on (B)(6) 2015, it was determined the charging/coupling issues were caused from the device not being fully charged prior to implant and from swelling. Once the swelling went down the patient was able to recharge their device and was doing fine as far as the manufacturer representative was aware.